Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03056 & 01990).

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of implant loosening and migration, metallosis, pain, limp, swelling, tissue reaction, inflammation, scarring and damage to surrounding bone and tissue and lack of mobility. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left hip revision on (B)(6) 2014 due to implant squeaking. Operative report further noted trochanteric bursitis and synovial staining from metal wear debris during the procedure. The modular head and acetabular cup were removed and replaced and a liner was implanted.